Event description:
It was reported that approximately half of the vascular stent prematurely deployed in the left subclavian artery. The delivery system and stent were removed and another vascular stent was successfully implanted. No report of pt injury.

Manufacturer narrative:
The lot number has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.